Manufacturer narrative:
Bottle 3 (ethanol) was not in contact with the corresponding sensor from 18:42pm and 18:45pm on (B)(6) 2018 for approximately 20 seconds and 11 seconds respectively. The interval is not sufficient time to replace the reagent in either instance. A user selected the <topped up> radio at 18:43pm on (B)(6) 2018; and selected the <change> radio button from the three (3) available radio buttons on the user interface at 18:45pm on (B)(6) 2018, results in the opening of the <default concentration> dialog box with the following message displayed: "do you want to use the default concentration for this reagent?" A user affirmed in the instrument software that the ethanol concentration in bottle 3 was to be set to the default concentration of 100% at 18:45pm on (B)(6) 2018. Although the complainant advised that the processing run from which tissue samples exhibited sub-optimal processing was the biopsy protocol in retort a of on (B)(6) 2018, evaluation of the instrument logs provided could not uniquely identify the processing run from which sub-optimal tissue processing was identified by the complainant. Although a user affirmed in the instrument software that the reagent concentration in bottle 3 (ethanol) was to be set to the default value of 100% at 18:45pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 3 remained unchanged as 53.1%, because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Although sub-optimal tissue processing was reported from one (1) processing run in retort a on (B)(6) 2018, manufacturer investigation indicates it is likely that tissues samples from 18 processing runs executed between (B)(6) 2018 would also have been adversely impacted. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 18:45pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "poor processing" from the biopsy run in retort a. The complainant reported: "there were numerous error 18 and 6004"; and some reagents were replaced." On (B)(4) 2018, leica biosystems received the following information: "tissue is readable but still will be reprocessed" and "there is a prostate that could not be diagnosed" because the "tech cut it away". As at (B)(4) 2018, leica biosystems has not received further information in relation to the patient outcome, despite several requests being made to the laboratory for this information. No information as to whether additional medical or surgical intervention was required for a patient(s) as a consequence of the circumstances involved in this complaint has been reported to the manufacturer to date.